Event description:
It was reported that consult programmer interrogation of this pacemaker system was unsuccessful and battery depletion was suspected. Upon further review, it was determined that the pacemaker had entered safety mode, and device interrogation revealed the following codes: 0x0 0x0 0x0. Additionally, the patient was experiencing a "thumping" sensation. Urgent device replacement and product return were recommended. This pacemaker explanted and replaced the next day. No additional adverse patient effects were reported, and it was noted that the patient was pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. -- upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that consult programmer interrogation of this pacemaker system was unsuccessful and battery depletion was suspected. Upon further review, it was determined that the pacemaker had entered safety mode, and device interrogation revealed the following codes: 0x0 0x0 0x0. Additionally, the patient was experiencing a "thumping" sensation. Urgent device replacement and product return were recommended. This pacemaker explanted and replaced the next day. No additional adverse patient effects were reported, and it was noted that the patient was pacer dependent.